Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure on an unknown date, it was impossible to insert the plate on the screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Investigation showed that the positioning groove of the screw has been widened up due to inadequate handling. The groove of the screw is expanded and damaged, and therefore, the plate will not pass the slotted end of the screw. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and stability. The measurable dimensions of the screw and the plate were checked and found to be in compliance with (B)(4). The values were in compliance with (B)(4).